Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 3.5x20mm drug eluting stent to the proximal left anterior descending (lad) artery, but noted that the proximal end of the stent was damaged upon introduction. No patient injuries or complications were reported. Patient status post procedure is noted as "well."

Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. The catheter also exhibited heavy amounts of dried contrast media. Visual examination of the stent revealed damage to the distal end. The distal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The most probable root cause is determined to be operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device.